Event description:
It was reported that the patient underwent a tracheotomy procedure with anterior fixation fusion. Sometime post-operatively, during a follow-up, it was confirmed that the a screw loosened and infection was present. According to the report, the surgeon believed the screw "loosen due to the infection." One month post-op, the patient underwent second surgery to remove the implants. It was also later reported that "the products remained in patient" and will not be returned. According to the report, the patient stayed in the hospital for observation after the revision surgery and underwent anti-infection treatment. No other patient complications were reported.

Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part: 876-755 / lot: unknown (x2) part: 876-855 / lot: unknown (x2) part: 876-135 / lot: unknown although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event